Event description:
At 2 of the pump refills, there was 17.5ml left in the pump reservoir. A rotor study was done that demonstrated a questionable 15 degree turn. The hcp reported he planned to replace the pump. A follow up report will be sent when add'l info is received.